Event description:
The consumer indicated that several tampons shredded upon removal. She also stated the packaging for two of her tampons were not sealed.

Manufacturer narrative:
Consumer had not returned unused product for evaluation at the time of this report. The device history record was reviewed and there were no anomalies noted. Information from this incident will be included in our product complaint and MDR trend analysis.